Manufacturer narrative:
Concomitant medical products:¿ product ID 977a260 lot# serial# va21lpw008 implanted: (B)(6) 2020 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va21lpw008, ubd: 08-aug-2023, UDI#: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "awhile after implant" (date unknown) they noticed that the therapy wasn't helping them; it just quit working and had been "off for a long time".  The pt stated they went in for an injection and an x-ray was done, which confirmed the leads were not where they are supposed to be; the wires got out of place so it wasn't working".   Troubleshooting could not be performed at the time of the call to help the pt charge the ins so they could get it into MRI mode for a brain MRI, but the pt did not have the controller with them.  They were redirected to see their doctor to further address this issue.  It was also reviewed that the MRI facility could call the national answering service (nas) to schedule an appointment with a rep.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2020, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they "might have fell" and the leads came loose and stopped working. Pt said they were not using their spinal cord stimulator(scs) because of "breathing issues." Pt said they went to hcp, but hcp would not perform surgery because the pt had to be put to sleep and the pt had copd, so the hcp refused to put the pt asleep. Pt said the scs worked when they had it in, but now did not work and pt could not get surgery because hcp would not perform surgery. Pt said if they ever are able to be put to sleep, they would get another scs because the scs device worked.